Manufacturer narrative:
On (B)(6) 2022 an analysis of the electronic log files from AED sn (B)(4) reveald that on (B)(6)2022, during an automated AED self-test, the AED detected a possible problem and attempted to alert the user by flashing its red asi and chirping. From this point forward, there is no evidence in the electronic log files of any human interaction to address the AED's condition. The AED continued to flash its red asi and chirp until the AED was powered on for the reported rescue attempt on (B)(6) 2022, where the AED reported a replace battery warning due to the depleted battery pack sn (B)(4).the cause of the event was attributed to a lack of maintenance of the AED, specifically related to not addressing the AED's condition.

Event description:
A customer reported that they went to use the AED on a rescue attempt and the device reported a replace battery warning. It was also reported that the patient was shocked by ems at least 4 times with their equipment and survived.